Event description:
Two malfunctioning staplers - both staplers would not open back up after they were closed on the patient's skin. The third stapler worked fine. Product had patient contact but no harm to patient. Both failed staplers are available for return.